Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). Due to character limitation in e1, full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) could not recognize backup battery during use on patient. There was no injury or harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - e1(initial reporter). A getinge field service engineer (fse) evaluated the equipment on-site at the hospital and confirmed the customer's reported malfunction with the fault code records. Removed the unrecognized battery and fse replaced unit with a recognizable battery. No fault codes were provided. The equipment has passed all factory-specified performance and safety standard tests. The equipment has been delivered to the customer and is ready for clinical use.